Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 5 was not opening. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had exposed latch sensor wiring and a broken screw on the latch housing. A field service engineer replaced the latch screw and latch sensor and also replaced the drawer board. The system functioned as intended after the field service engineer repaired the device.